Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient felt numbness in their left arm and leg as well as pain in their jaw before their device was explanted and replaced. The symptoms subsided after the device change out. No further patient complications have been reported as a result of this event.